Event description:
Sorin group USA received a report on an scp centrifugal pump that during a procedure there was a pump stop with no audible alarm. The system was power cycled and the case was continued with no further issues. There was no patient injury.

Manufacturer narrative:
Patient information was not provided due to hospital policy. Sorin group (B)(4) manufactures this centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group USA received a report on an scp centrifugal pump that during a procedure there was a pump stop with no audible alarm. The system was power cycled and the case was continued with no further issues. There was no patient injury. A sorin group USA field service representative was dispatched to the facility. The field representative tested the pump and could not duplicate the issue. The connections and power cables of the pump were checked and no abnormalities were seen. The field representative replaced the cpu board as a preventative action and completed functional testing of the unit. The replaced cpu board will be returned to sorin group (B)(4). The investigation is on-going. A follow-up report will be filed when the investigation is complete.